Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the staples were not to be deployed at the 6th firing. Reinforcement product was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device, no device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.